Manufacturer narrative:
Associated MDR's with this event: 3025141-2016-00202: screw 1.

Event description:
During insertion of two acutwist screws, secondary fractures formed in the bone. Patient had very poor bone quality.